Event description:
Surgeon felt that the cuts left gaps between the implant and the bone. Case type: tka: 1. Can you or the surgeon quantify the gap left between the implant and bone? As per the mps: "he thought 2+mm" 2. Was there a discrepancy between planned vs outcome? As per the mps: no discrepancy, just gaps 3. Any x-rays showing the gap? As per the mps: I¿m told by the circulating nurse that the do not take post op x-rays 4. Was there and discrepancy in accuracy regarding any of the bone cuts, e.g distal cuts etc. That may have led to the gaps? As per the mps:he feels that the only discrepancy is the gaps themselves. The cuts did look uniform.

Manufacturer narrative:
Reported event: it was reported that the surgeon felt that the cuts left gaps between the implant and the bone. Case type: tka. Can you or the surgeon quantify the gap left between the implant and bone? As per the mps: "he thought 2+mm" was there a discrepancy between planned vs outcome? As per the mps: no discrepancy, just gaps any x-rays showing the gap? As per the mps: I¿m told by the circulating nurse that the do not take post op x-rays was there and discrepancy in accuracy regarding any of the bone cuts, e.g distal cuts etc. That may have led to the gaps? As per the mps: he feels that the only discrepancy is the gaps themselves. The cuts did look uniform. Method & results: product evaluation and results: a review of the application log file and crisis log file from the case was completed. Presurgery checks were successful on the day of the case. Rio registration, and bone registration passed successfully. Femur and tibia checkpoints were successful. During the case there were 60 different velocity traps triggered for both the bone arrays and the base array. Velocity traps occur when the array is moving faster than the systems allowed threshold. Velocity traps are indicative of poor pin purchase, poor array fixation, poor fission arm fixation or excessive vibration of the system elements. There were multiple velocity traps triggered during bone preparation. This could have potentially caused the cuts to be inaccurate, which may be reflected in the gaps between the bone and the implant. It is recommended that the user ensure the arrays are fully tightened and in quality bone. No system/ software defect or malfunction is suspected. Product history review: a review of device history records shows that rob441 was inspected on 20/06/2016 and was handled via qt. A review of the data revealed that the non-conformances is not related to the failure alleged in this complaint. Complaint history review: a search of the complaint database under device identification pn 209999 reports similar complaints for tka software - inaccurate resection. Conclusions: a review of the application log file and crisis log file from the case was completed. Presurgery checks were successful on the day of the case. Rio registration, and bone registration passed successfully. Femur and tibia checkpoints were successful. During the case there were 60 different velocity traps triggered for both the bone arrays and the base array. Velocity traps occur when the array is moving faster than the systems allowed threshold. Velocity traps are indicative of poor pin purchase, poor array fixation, poor fission arm fixation or excessive vibration of the system elements. There were multiple velocity traps triggered during bone preparation. This could have potentially caused the cuts to be inaccurate, which may be reflected in the gaps between the bone and the implant. It is recommended that the user ensure the arrays are fully tightened and in quality bone. No system/ software defect or malfunction is suspected. No additional investigation or specific actions are required at this time. If additional information is received, then the complaint will be reopened. System is ready for use.

Manufacturer narrative:
As part of the normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
Surgeon felt that the cuts left gaps between the implant and the bone. Case type: tka. Can you or the surgeon quantify the gap left between the implant and bone? As per the mps: "he thought 2+mm". Was there a discrepancy between planned vs outcome? As per the mps: no discrepancy, just gaps. Any x-rays showing the gap? As per the mps: I¿m told by the circulating nurse that the do not take post op x-rays. Was there and discrepancy in accuracy regarding any of the bone cuts, e.g distal cuts etc. That may have led to the gaps? As per the mps: he feels that the only discrepancy is the gaps themselves. The cuts did look uniform.